Event description:
Pt underwent video arthroscopy and debridement. When drapes were removed after or, it was discovered the pt had a fluid dissection right thigh, scrotum and penis. Pt was admitted for observation unclear which irrigation system was used.